Event description:
It was reported that during surgery, after cutting bone and to be removed from the femoral bone, the parts were fell apart and fell into the patient body. All the pieces were retrieved from the patient body, and the x-ray showed no signs that the parts were remaining inside the body. The procedure was completed without delay. Any other issue that could affect the patient's condition was not reported by this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Updated the event description, d4: lot number was added (manufacturing date and expiration date).

Event description:
It was reported that during surgery, after cutting the bone and be to removed from the femoral bone, the parts were fell apart and fell into the patient body. All the pieces were retrieved from the patient body, and the x-ray showed no signs that the parts were remaining inside the body. The procedure was completed without delay and backup was available but not necessary because the breakage had happened after the procedure of cutting bone.

Manufacturer narrative:
Results of investigation: the device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and has signs of wear and tear from use. The device was manufactured in 2018. According to clinical/medical investigation , all the pieces were retrieved from the patient body, and the x-ray showed no signs that the parts were remaining inside the body. That portion of the procedure was already completed. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately.based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.